Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. : the patients date of birth was not provided when asked. This information was not provided when asked. This information not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.